Manufacturer narrative:
(B)(4).the investigation into this reported event is ongoing.a follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: chemo leaked from extension set at junction of tubing going into valve.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample was tested for leakage per specification with passing results. Both ultrasite injection site (straight) valves were also tested for leakage per specification with passing results. There was no leakage noted from the set. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.